Event description:
It was reported that the 6800 system would not boot up and had a frame sync error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced. The computed was re-seated during the service call. The system was tested and found to be working as intended and put back into service.